Event description:
It was reported that a patient underwent a colostomy reversal on (B)(6) 2013 and a barbed suture was used to close the fascia. When the surgeon made the last throw it was noted that the suture came through the tissue without the fixation tab. The surgeon then tied a knot on the suture and continued to close the fascia with the same suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4) - fixation tab breakage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.